Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 instrument clips were ejecting from the jaw and the clips are not closing properly. Another instrument was used to complete the case. There was no consequence to the pt.